Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported about obtaining discordant cardiac troponin I (tni) result. Siemens customer service engineer (cse) was dispatched to the customer site. The cse performed the following: ran chem wash, decontaminated heterogenous module (hm) and water fluidics system, reran chem wash. The cse ran quality control (qc), the qc recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) result was obtained on a dimension rxl max with hm instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The customer indicated that the results did not match the clinical picture of the patient. The customer considers 0.04 ng/ml to be the correct result which was obtained by averaging the results obtained from another analyzer and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.